Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A user facility requested a returned goods authorization (rga) for the exchange/replacement of the power supply assembly from a 2008k2 hemodialysis (hd) machine. At the time of the request, no alleged product malfunction was reported. However, after receiving the power supply assembly, an initial inspection was performed which found that the power plug returned burnt. The biomedical technician at the user facility confirmed that no patient harm or adverse event was experienced, and no treatment was impacted. The biomed stated that a burning smell was noted while the hd machine was prepared for a treatment in the back room. No flames or sparks were observed, and no smoke was visible. Black burn marks were noted on the plug, and an exposed wire was visible running from the plug up to the power supply. The biomed replaced the power supply assembly to resolve the issue. Follow-up provided by the biomed revealed that fuses were recently replaced on the power supply. The biomed also confirmed that the damaged component was the original power supply of the machine. The 2008k2 hd machine has 5437 hours logged. The power supply assembly was available to be returned to the manufacturer for analysis. The unit has been returned to service at the user facility without issue.

Manufacturer narrative:
The 2008k2 hemodialysis (hd) machine was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res). Follow-up information was provided by the biomed at the user facility who revealed that black burn marks were noted on the plug, and an exposed wire was visible running from the plug up to the power supply. The biomed replaced the power supply assembly to resolve the issue. The unit has been returned to service at the user facility without issue. The power supply was received by the manufacturer for analysis. A visual examination found that heat damage was present on the hot prong (black wire). Heat damage was also observed inside the plug mold. The neutral and ground prongs were not affected. No damage was observed to any other power supply components. Electrical testing was performed by taking resistance measurements at the hot, neutral, and ground prongs and the opposite end of the wire; all three measurements were found to be satisfactory. Functional testing was performed by installing the received component into a working unit. The machine powered on and operated in dialysis mode without issue. Additionally, the unit passed self-test and a heat disinfect program. A review of the device manufacturing records was performed on the reported serial number. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the failure mode. A visual examination confirmed the presence of heat damage to the hot prong of the power plug and its molding. Therefore, the complaint has been deemed confirmed.